Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, contrast imaging and echocardiogram were used as diagnostic tools during valve deployment. Anesthesia and arterial line were used to monitor the patient during the procedure. After the valve was successfully implanted, the patient developed a complete heart block and sick sinus syndrome. A permanent pacemaker (micra) was therefore implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.